Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xs short port btt (blunt tip torcar) valve came out. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.